Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- pelvic/abdominal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain- pelvic/abdominal,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), menorrhagia ("bleeding- menorrhagia"), vaginal discharge ("bladder/urinary problems- vag. Discharge, vag. Infect."), vaginal infection ("bladder/urinary problems- vag. Discharge, vag. Infect.") And headache ("headaches"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, vaginal infection and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device in 20. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : new events added: "pain- pelvic/abdominal, dysmenorrhea (cramping), dyspareunia, bleeding- menorrhagia, bladder/urinary problems- vag. Discharge, vag. Infect., headaches". Reporter contact information was added. Patient's demographics were added. Product indication updated. Essure insertion date and removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.